Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. This event was reported by the sales representative. The healthcare facility is: (B)(6). Imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf impact code f08 is being used to capture the reportable event of prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the balloon burst. Due to the balloon bursting the patient was admitted to the hospital. No further information has been obtained despite good-faith efforts.